Event description:
In a literature review, a pt had a fracture at l1 and l2 and underwent a kyphoplasty procedure. The pt stated that 50% of his pain had improved but then got progressively worse. The pt continued to have severe pain in the thoracolumbar junction and was taking pain medication. An MRI was done which demonstrated persistent edema in the superior end-plate of the l2 vertebral body with some mild retropulsion of the posterior cortex on the l1 vertebral body. A vertebroplasty procedure was done on the l2 vertebral body. One month after the procedure, the pt had no more thoracolumbar pain and was ambulating more efficiently and continues pain free in the thoracolumbar area after three months.

Manufacturer narrative:
Method - other - device not returned, internal review of literature.